Manufacturer narrative:
Unit received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing segments partial display due to zebra connector cracked. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a crack on the top right corner above the screen. The insulin pump fell while she was working out. Customer's blood glucose level was in between 130 mg/dl and 150 mg/dl. The insulin pump may have been exposed to moisture because she saw fluid under the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.